Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced pacemaker mediated tachycardia (pmt) and farfield oversensing. Technical services (ts) discussed troubleshooting options. The device remains in service. No additional adverse patient effects were reported.